Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. As reported, the surgeon indicated excessive force was placed upon the drill during use causing it to break. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the drill bit broke off at the tip during a procedure. The surgeon indicated he moved the guide at the time of drilling and over forced the drill causing it to break. As he was pulling the drill back, it was bound by the crown tip guide and sheared off from excessive force. The small broken piece was removed from the patient. No patient injury or other complications were reported.